Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original shipping box with the batch number of the complaint on the label but no inner packaging. The anchor has been deployed and partially tightened. The trigger has been engaged. A functional evaluation could not be performed since the trigger has been engaged and the anchor deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly procedure found that the operator must verify that the repair suture passed through the center of the anchor suture. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during setup when the box of the sutterfix was open, it was noticed that the implant and thread were separated. There was a back-up device available and a delay less than 30 minutes reported. There was no patient involvement.